Event description:
The physician was attempting to use a scuba co-cr stent as a chimney with direct puncture into the left common carotid artery. The device was inspected and prepped prior to use with no issues noted. Negative pressure was applied during preparation. Force was noted when loading the device into the guide catheter / sheath. Force was applied during advancement through the guide catheter. The scuba stent got stuck in the cook 6fsheath and on retrieval the stent was not visible on the balloon. The stent dislodged in the guide catheter. The stent was removed from the patient having an assembly of guide catheter and sheath together. The sheath and guide catheter were replaced with a 7f size. Patient was treated with another stent. No health hazard caused to the patient.

Manufacturer narrative:
Evaluation, results: failure to follow instructions-negative pressure applied during preparation, use of guide catheter; inherent risk of procedure -stent embolization; no results available since no evaluation performed- device or procedural images not provided for review; user/device interface -negative pressure applied during preparation, use of guide catheter. No device received for evaluation. Conclusion: inherent risk of procedure -stent embolization; unable to confirm complaint - device or procedural images not provided for review; user error contributed to event-negative pressure applied during preparation, use of guide catheter. (B)(4).